Event description:
The hospital reported that during an endoscopic an harvesting procedure, the hemopro 2 device was not responding to an increase in the device coagulation setting. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The hemopro 2 device was returned to the factory for eval. It showed signs of clinical usage; there was no evidence of blood on the device. A visual inspection did not identify any nonconformance that may have contributed to the reported event. A pre-cautery test was performed on the device using a reference power supply and extension cable. The device passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. The evh system also beeped audibly during activation. Based upon the eval results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).